Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead damage was noted on this right ventricular (rv) lead. Additional information from the field representative was obtained which indicated that the patient had an left ventricular assist device (lvad) placed not too long ago at which the implantable cardioverter defibrillator (ICD) lead was most likely damaged. Moreover, there was clear evidence of noise and some oversensing on the lead. The detection of the over sensing and noise on the lead coincided with the placement of the lvad. The lead was surgically explanted and replaced. This lead is expected to be returned. No additional adverse patient effects were reported.